Manufacturer narrative:
Section e1: reporter email was not provided manufacturer's investigation conclusion: a specific cause for the reported explant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the event(s) that prompted the explant could not be conclusively established. Multiple requests for additional information were issued to the customer, including product return status; however, no further information was provided. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. Although no specific issues were reported, the heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was explanted. The nature of the outcome was not provided.

Event description:
Additional information was provided that the patient underwent a heart transplant on (B)(6) 2021.